Event description:
Additional information received from the healthcare provider (hcp) for a clinical study via a rep reported the event was assessed as serious.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported a urinary catherization was done.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via manufacturer representative reported the patient had urinary retention with post-void residual greater than 350 ml with dysuria. Reprogramming was performed and the patient was hospitalized from (B)(6) 2015. The event resolved. It was previously reported the patient's extension and neurostimulator were explanted later in (B)(6), but a manufacturer representative clarified only the patient's electrode was explanted. The event was assessed as not related to the procedure and related to the stimulation. No clarification was provided regarding whether the patient had a stimulator implanted or if they were in the trial stage. Additional information has been requested to clarify what component the event was related to, as well as the cause of the event, if there was a malfunction of the electrode explanted, and the nature of the event.

Manufacturer narrative:
Product ID: 309328, lot# 0209448786, implanted: (B)(6) 2015, product type: lead; product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the onset was reported to be (B)(6) 2015. Diagnosis included urinary retention due to hyperstimulation. There was a urinary retention and pain, the patient was hospitalized 3 times on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. After several checks, the patient was not able to come back to their urination in a natural way, therefore the stimulator was removed. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_u nknown_ext , implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The physician for a foreign clinical study reported the patient had urinary retention with pain. The patient was hospitalized for a day in (B)(6) 2015. The extension and stimulator were explanted. The event was reported as recovered. The event was assessed as not serious and not related to the procedure and related to the device. Safety believed it could be related to the procedure or the device. It was unclear if a stimulator was implanted or if the patient was in the trial stage at the time of event. Additional information has been requested to clarify what component the event was related to. Past patient medical history includes idiopathic functional urinary incontinence that was present in 2010.